Event description:
The reporter did meter to lab comparison tests, 30 minutes apart. The results were 90 mg/dl on rptr's meter, and 140 mg/dl on the lab test. Rptr did not have any symptoms. On followup, the reporter states checking the confirmation dot when testing. Rptr's technique of applying blood is correct. Rptr had never cleaned the meter. No harm was alleged.